Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain') in an adult female patient who had essure (batch no. C51076) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoes essure confirmation test". The patient's medical history included mucus discharge, gingivitis, gravida, constipation, anxiety, bariatric surgery, stress, spotting vaginal, lower extremities weakness of, stomach pain, growing pains, chills, fever, upper abdominal pain, vomiting, high risk pregnancy, asthma, amenorrhea, chest pain, eye contusion, gastritis, lymphadenitis, otitis externa, rhinitis allergic and warts. Concurrent conditions included morbid obesity, menstrual irregularity, dermatitis, skin infection, shortness of breath, sinusitis, ligament sprain, dizziness, swaying feeling, general body pain, light headedness, stiff neck, cervix inflammation and endometrial hyperplasia. Concomitant products included ascorbic acid;ferrous fumarate;folic acid;nicotinic acid;polysaccharide-iron complex (integra f), cyanocobalamin, diazepam (valium), doxycycline, hydrocodone bitartrate;paracetamol (vicodin), indometacin (indomethacin), iron, ketorolac tromethamine (toradol), minoxidil (rogaine), misoprostol (cytotec), nalbuphine, naproxen, naproxen sodium (anaprox), paracetamol (tylenol 8 hour), phentermine, sertraline hydrochloride (zoloft) and tramadol hydrochloride (ultram). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced tooth loss ("dental problems- lost many teeths/ I have begun losing my teeth"), tooth fracture ("tooth breakage"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches,"), nausea ("nausea") and vision blurred ("plaintiff¿s vision had become blurry since the essure device/ the pain was so bad that it also affected my eye sight") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), coital bleeding ("sometimes I spot blood after"), urinary tract disorder ("urinary problems"), bladder disorder ("bladder problem"), anaemia ("blood or heart disorder/condition type: anemia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)/ soon after I lost the ability to get aroused or wanted sexual intercourse due to the pain"), fatigue ("fatigue/ very trired"), mood swings ("mood swings"), hot flush ("hot flashes"), the first episode of pollakiuria ("urinate frequently and not able to hold it long at work or when traveling"), urinary incontinence ("urinate frequently and not able to hold it long at work or when traveling"), vaginal discharge ("vaginal discharge"), arthralgia ("hip pain"), back pain ("back pain"), abdominal pain lower ("lower abnormal / lower stomach pain"), gingival pain ("gums pain"), toothache ("teeth pain"), urinary tract infection ("urinary tract infection/ increased uti "), the second episode of pollakiuria ("urinate frequently"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), loss of libido ("soon after I lost the ability to get aroused or wanted sexual intercourse due to the pain"), polymenorrhoea ("period twice a month") and pain in extremity ("feet pain/ leg pain"). In (B)(6) 2016, the patient experienced urticaria ("broke out in hives"). The patient was treated with antibiotics, ethinylestradiol;norelgestromin (ortho evra), ethinylestradiol;norgestimate (ortho tri-cyclen), hydromorphone, hydromorphone hydrochloride (dilaudid), oxycodone, oxycodone hydrochloride;paracetamol (percocet), paracetamol (apap), testosterone, surgery ((hysterectomy(full) with bilateral salpingectomy)) and iron infusions. Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, migraine, arthralgia, abdominal pain lower, gingival pain, toothache and pain in extremity was resolving, the vaginal haemorrhage and menorrhagia had resolved and the coital bleeding, urinary tract disorder, bladder disorder, anaemia, tooth loss, tooth fracture, dyspareunia, fatigue, mood swings, alopecia, hot flush, urinary incontinence, headache, nausea, vision blurred, vaginal discharge, urticaria, back pain, urinary tract infection, the last episode of pollakiuria, female sexual dysfunction, loss of libido and polymenorrhoea outcome was unknown. The reporter considered abdominal pain lower, alopecia, anaemia, arthralgia, back pain, bladder disorder, coital bleeding, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gingival pain, headache, hot flush, loss of libido, menorrhagia, migraine, mood swings, nausea, pain in extremity, pelvic pain, polymenorrhoea, tooth fracture, tooth loss, toothache, urinary incontinence, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vision blurred, weight increased, the first episode of pollakiuria and the second episode of pollakiuria to be related to essure. The reporter commented: discrepancy noted in date of insertion: (B)(6) 2015 leave taken from this job or other job for medical reasons- maternity leave, surgery to get essure removed. Trailing coils: left: 3 right: 3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.4 kg/sqm. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: abdominal pain lower, back pain, migraines, toothache, vaginal discharge, pelvic pain, headache, nausea, anemia, fatigue, menorrhagia, pain in extremity, weight increased, abdominal pain, alopecia, urinary track infection, dysmenorrhea, dyspareunia quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvic pain") in an adult female patient who had essure (batch no. C51076) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoes essure confirmation test". The patient's medical history included mucus discharge, gingivitis, pregnant, constipation, anxiety, bariatric surgery, stress, spotting vaginal, lower extremities weakness of, stomach pain, growing pains, chills, fever, upper abdominal pain, vomiting, high risk pregnancy, asthma, amenorrhea, chest pain, eye contusion, gastritis, lymphadenitis, otitis externa, rhinitis allergic and warts. Concurrent conditions included morbid obesity, menstrual irregularity, dermatitis, skin infection, shortness of breath, sinusitis, ligament sprain, dizziness, swaying feeling, general body pain, light headedness, stiff neck, cervix inflammation and endometrial hyperplasia. Concomitant products included ascorbic acid;ferrous fumarate;folic acid;nicotinic acid;polysaccharide-iron complex (integra f), cyanocobalamin, diazepam (valium), doxycycline, hydrocodone bitartrate;paracetamol (vicodin), indometacin (indomethacin), iron, ketorolac tromethamine (toradol), minoxidil (rogaine), misoprostol (cytotec), nalbuphine, naproxen, naproxen sodium (anaprox), paracetamol (tylenol 8 hour), phentermine, sertraline hydrochloride (zoloft) and tramadol hydrochloride (ultram). On (B)(6)2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced tooth loss ("dental problems- lost many teeths/ I have begun losing my teeth"), tooth fracture ("tooth breakage"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches,"), nausea ("nausea") and vision blurred ("plaintiff¿s vision had become blurry since the essure device/ the pain was so bad that it also affected my eye sight") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), coital bleeding ("sometimes I spot blood after"), urinary tract disorder ("urinary problems"), bladder disorder ("bladder problem"), anaemia ("blood or heart disorder/condition type: anemia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)/ soon after I lost the ability to get aroused or wanted sexual intercourse due to the pain"), fatigue ("fatigue/ very trired"), mood swings ("mood swings"), hot flush ("hot flashes"), the first episode of pollakiuria ("urinate frequently and not able to hold it long at work or when traveling"), urinary incontinence ("urinate frequently and not able to hold it long at work or when traveling"), vaginal discharge ("vaginal discharge"), arthralgia ("hip pain"), back pain ("back pain"), abdominal pain lower ("lower abnormal / lower stomach pain"), gingival pain ("gums pain"), toothache ("teeth pain"), urinary tract infection ("urinary tract infection/ increased uti "), the second episode of pollakiuria ("urinate frequently"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), loss of libido ("soon after I lost the ability to get aroused or wanted sexual intercourse due to the pain"), polymenorrhoea ("period twice a month") and pain in extremity ("feet pain/ leg pain"). In (B)(6) 2016, the patient experienced urticaria ("broke out in hives"). The patient was treated with antibiotics, ethinylestradiol;norelgestromin (ortho evra), ethinylestradiol;norgestimate (ortho tri-cyclen), hydromorphone, hydromorphone hydrochloride (dilaudid), oxycodone, oxycodone hydrochloride;paracetamol (percocet), paracetamol (apap), testosterone, surgery ((hysterectomy(full) with bilateral salpingectomy)) and iron infusions. Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, dysmenorrhoea, migraine, arthralgia, abdominal pain lower, gingival pain, toothache and pain in extremity was resolving, the vaginal haemorrhage and menorrhagia had resolved and the coital bleeding, urinary tract disorder, bladder disorder, anaemia, tooth loss, tooth fracture, dyspareunia, fatigue, mood swings, alopecia, hot flush, urinary incontinence, headache, nausea, vision blurred, vaginal discharge, urticaria, back pain, urinary tract infection, the last episode of pollakiuria, female sexual dysfunction, loss of libido and polymenorrhoea outcome was unknown. The reporter considered abdominal pain lower, alopecia, anaemia, arthralgia, back pain, bladder disorder, coital bleeding, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gingival pain, headache, hot flush, loss of libido, menorrhagia, migraine, mood swings, nausea, pain in extremity, pelvic pain, polymenorrhoea, tooth fracture, tooth loss, toothache, urinary incontinence, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vision blurred, weight increased, the first episode of pollakiuria and the second episode of pollakiuria to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6)2015 leave taken from this job or other job for medical reasons- maternity leave, surgery to get essure removed trailing coils: left: 3 right: 3 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.4 kg/sqm. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: abdominal pain lower, back pain, migraines, toothache, vaginal discharge, pelvic pain, headache, nausea, anemia, fatigue, menorrhagia, pain in extremity, weight increased, abdominal pain, alopecia, urinary track infection, dysmenorrhea, dyspareunia most recent follow-up information incorporated above includes: on 11-feb-2019: pfs+mr received- lot number were added. New events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), apareunia (inability to have sexual intercourse), bladder problem, urinary problem, blood or heart disorder/condition type: anemia, dental problems- lost many teeths/ I have begun losing my teeth, tooth breakage, dysmenorrhea (cramping), dyspareunia(painful sexual intercourse), fatigue, hair loss, mood swings, hot flashes, urinary tract infection, migraines, headaches, nausea, broke out in hives, vaginal discharge, plaintiff¿s vision had become blurry since the essure device, weight gain, back pain, lower abnormal / lower stomach pain, feet pain/ leg pain, gums pain, urinate frequently and not able to hold it log at work or when traveling, teeth pain, urinate frequently, soon after I lost the ability to get aroused or wanted sexual intercourse due to the pain, sometimes I spot blood after, period twice a month, hip pain, plaintiff did not undergoes essure confirmation test were added. Outcome of pelvic pain updated to recovering. New reporters, patient information, medical history, concomitant and treatment medications were added we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.